Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the button on the insulin pump is sticking when it is pressed down. Customer sometimes has to use a paper clip to make it unstuck. Caller states that the numbers are not ramping on their own and the scroll bar is not moving without input. Caller states there is a response from a button. Caller reported the select button was unresponsive and there is no stuck button alarm in the alarm history. Caller stated the buttons are responding but the issue happens on and off. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.

Manufacturer narrative:
No unexpected stuck button alarms noted during testing. All buttons function properly; no damage to keypad traces and the connector on printed circuit board was not unlocked during visual inspection. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture and slightly peeling off end cap address label.